Manufacturer narrative:
(B)(4). Correction - lot # 30131k1. Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported failure to complete the thumb advancer stroke. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency. Additionally, eight unused, sterile proglide devices with the lot number 30624k1 were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. There is no indication of a product deficiency.

Manufacturer narrative:
(B)(6). Estimated date of occurrence. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after a diagnostic procedure. Reportedly, the thumb advancer could not be advanced and the clip could not be deployed. Manual arterial compression followed by a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.